Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. The customer resolved the issue with routine troubleshooting and by replacing the reference electrode and sample probe prior to beckman coulter field service engineer (fse) performing on-site evaluation. No parts were returned for failure analysis. The fse performed a visual inspection of the instrument and no anomalies were identified. Functional testing performed by the customer and the unit was operating properly. The investigation was not able to confirm a device issue that could be associated with the reported event as the event was resolved by the customer.

Event description:
It was reported by the customer that the device provided high sodium (na), chloride (cl) and calcium (ca) results.